Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and had pump expose to moisture. Customer's blood glucose value was 411 mg/dl at the time of incident. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will be returned device for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or displacement test due to blank display. Device received with corroded battery tube and corroded motor home switch.